Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No samples or photos were provided for evaluation. Without the actual device, a thorough investigation could not be performed. Retained units for the reported batch number were inspected per specification. The retained units were physically evaluated using a syringe pressure test with passing results. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow-up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Although it was stated that the device involved is not available for evaluation, the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that the inflator syringe would not pressurize and leaked. No injury reported.